Manufacturer narrative:
(B)(4). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The resection height adjuster is moving when making a cut on the patella causing an unwanted step cut. The cut height kept changing when using the saw, we stopped using the clamp and did the cut freehand to level it out. A five minute delay occurred for the free hand cut to take place.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The resection height adjuster is moving when making a cut on the patella causing an unwanted step cut. The cut height kept changing when using the saw, we stopped using the clamp and did the cut freehand to level it out. A five minute delay occurred for the free hand cut to take place.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available the root cause of the failure is not product related. Rational: according to the quality standard, a material defect or production error can be excluded. No similar incidents have been filed. There is the possibility for a usage error. No CAPA is necessary.